Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced the water in the water bottle and primed the line. The customer then replaced and aligned the sample probe tip and cleaned the sample probe drain. Quality controls were run, resulting within range. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on either the same instrument or an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.